Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with a blood glucose reading of 384 mg/dl and concurrent device alerts for insulin occlusion and high glucose; the user was instructed to address the occlusion by resuming delivery and performing a fill tubing-only procedure, after which insulin drops were observed and glucose levels began to decline. Symptoms included hyperglycemia and headache. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found; the event was characterized as lack of effect with insufficient information regarding a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.